Event description:
This is a spontaneous report by a physician from (B)(6) regarding a (B)(6) female homechoice peritoneal dialysis patient. On (B)(6) 2010, the health care professional contacted baxter's (B)(4) technical service center and reported the patient was going to be hospitalized due to peritonitis. Upon follow up information, the physician reported a peritoneal effluent bacteriological examination was performed (date not reported) which revealed (B)(6). The patient was treated with unspecified antibiotics on an unreported date. At the time of this report, the patient remained hospitalized and was recovering from the event. The physician stated that the event was possibly caused by a break in aseptic technique due to the etiological bacterium. Medical history included catheter placement in (B)(6) 2010 due to the peritonitis event. The reporter believed the causal relationship between peritoneal dialysis therapy and the event of peritonitis could not be ruled out since the cause of the event was not clarified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.